Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient stopped breathing. The patient was defibrillated 3 times, and had arterial line placed. The doppler did not show femoral blood flow. Chest compressions were initiated to attempt to get arterial pressure with limited success. The tee showed no blood flow out of heart, limited to no blood flow out of the vad, and a significant clot in the left atrium. Support was discontinued and the patient expired.